Event description:
A reported incident involving a 46 cm (18") appx 5.7 ml, pur transfer set w/chemo lock additive port, 0.2 micron filter, check valve w/luer lock, filter cap exhibited leakage between the chemo lock pocket punch and the tubing. There was no reported patient involvement and no harm or adverse event were reported.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.